Event description:
It was reported that this implantable lead was surgically abandoned due to noise, oversensing, and pacing inhibition with asystole greater than two seconds, which resulted in syncope. This lead was successfully replaced. No additional adverse patient effects were reported.